Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided.